Event description:
Piece of wire cutter at the jaws came off into the patient when trying to cut through the patient's sternal wires. All pieces seen were removed from chest and another wire cutter was used to cut the wires and the same breakage at the jaws of the wire cutter occurred. All pieces seen were removed from chest and wire cutters were removed from field.